Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2011 and mesh was used. Five months after the procedure the mesh was not integrated in the peritoneum and the patient presented with a lot of adhesions in the bowels. The patient underwent a reoperation to remove the mesh.

Manufacturer narrative:
(B)(4): the hernia was 2cm. The mesh was fixated with absorbatacks, 12 coils all around and 4 just near the defect.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.